Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-jan-28 e1: additional information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient is experiencing weird physical symptoms and they want to know if it has something to do with their device. 2025-feb-26: additional information was received from the patient. They reported that the weird physical symptoms is that their stimulator feels as if it's running "high speed" although the battery is completely discharged. They feel this vibration in their legs, buttocks, and the area surrounding the implant site. Patient seems to become "exhusted" physically requiring rest periods. Patient stated it began following a spinal surgery, very mild at first. Patient thought it was a reaction to medications. Intensity has increased over the past year leading to the patient thinking the stimulator being a probable source. Patient has now left the stimulator uncharged fearing a unit malfunction. Patient stated it feels if the unit is running at full speed 24/7. They have left it discharged fearing internal damage or rupture of equipment. Patient has "inquired with physicians- blank stared, etc".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-sep-17: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported seeing software problem 99 with the following details: 1 intellis, 2 3.6, 3 58, 4 qf new. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery and confirmed green flashing light above screen; controller is 60 percent and implant is 30 percent. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue. Caller mentioned that they have a constant motor type sensation in their back regardless of the day or night and it never stops. Caller stated they know it can't be when the battery is depleted or stim is off. Caller asked if this could be residual stimulation; agent reviewed residual stimulation information and redirected to healthcare provider. Hcp update 2024-dec-17: additional information was received. The patient (pt) provided clarification regarding the "motor sensation" they were experiencing. They stated there was no change in their therapy. They stated the sensation still exists even when the device was completely discharged. They confirmed that the device was working and charging fine. The pt confirmed the sensation was present before surgery, and when asking the medical people about it, they didn't seem to know the cause. The pt contacted medtronic to inquire and reported that "surely other have experienced similar symptoms". The pt stated they definitely think this motor sensation is equipment related. The pt confirmed this issue was not resolved. They explained that sometimes, at night mostly, they feel weak / drained of energy. They continue to use the device to help their brain. Pt provided their weight. On 2025-feb-18: information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported pt is having a problem with their ins. Caller stated the ins has not been charged / on since a month but pt is feeling an intense stimulation sensation stronger than any setting they ever had with therapy on. They report they feel as if "it is going to explode." Caller stated that pt first started to feel the sensation after their back surgery in (B)(6) 2024. Caller stated that the sensation has just grown stronger with time. Caller stated that pt has had some falls since (B)(6) 2024. Caller stated that the hcp has not been made aware. The patient was redirected to their healthcare provider to further address the issue.